Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt, likely due to a possible insertion site, infusion set or reservoir occlusion. The blood glucose reading was 389 mg/dl. The customer was advised to change the entire infusion set. He stated that his blood glucose levels were high and believed that it was because of the no delivery alarm. He stated that he retested 3 times to check the accuracy of the blood glucose reading and ended up treated using the insulin pump. Declined troubleshooting for the high blood glucose and was able to treat after the infusion set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.